Event description:
It was reported that the device cap broke. The broken pieces were collected. No abdominal lavage was performed. The diagnostic colonoscopy procedure was completed using the same set of equipment. It was additionally reported that there was also a case last year with the same patient where the transparent cap broke during the case. No other patients have experienced a broken transparent cap, so it is possible that there is a cause specific to the patient. There was also a comment that the patient was taking supplements (xenical or xerigal (lipase inhibitors)), which caused a high oil content in the colon, which may have led to the transparent cap breaking. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is presumed that the suggested event occurred as a result of a brittle crack initiating and propagating from the inside, and finally resulting in a ductile fracture near the end. Olympus will continue to monitor field performance for this device.